Event description:
It was reported that the pump exhibited a wrong cassette when attaching the cassette alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device, the complaint was confirmed during functional testing, due to the downstream occlusion (dso) sensor not functioning properly. The dso sensor was replaced. The device passed performance verification tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.